Event description:
Reported an infusion pump that overinfused during pt use with no pt injury or medical intervention. The medication involved was pitosin and it was said that 200 cc infused in 4 minutes to the pregnant pt. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.